Event description:
It was reported that the atrial lead had impedance of greater than 1000 ohms, noise, and increased threshold. The ventricular lead had oversensing, noise, and a possible fracture. It was further reported that there was sensing difficulty on both leads and unacceptable thresholds and apparent lead fracture on the atrial lead. The leads were knotted in the pocket, and pace/sense failure was noted on both leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress); full lead in segments returned and analyzed. The distal conductor was found to be distorted, outer insulation pulled apart (overstress), and a white substance was noted. Blood was present on all conductors. The distal coil was most likely damaged at implant, causing the reported noise. (B)(4) no anomalies found; partial lead in segments returned and analyzed. The defib conductor was found to be distorted, and a white substance was noted. Blood was present on several conductors, and there was apparent explant damage.